Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional called to report a left capsular contracture baker grade unknown with their primary surgery. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report a left capsular contracture baker grade IV. Device was explanted and replaced.

Event description:
Healthcare professional called to report a left capsular contracture baker grade unknown with their primary surgery. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.